Manufacturer narrative:
B4:31jul2021. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator's navigation ring settings were moving on their own. There was no patient involvement.

Manufacturer narrative:
Upon further investigation, the following has been reported the issue occurred prior to patient use during setup without delay noted. Additionally, the touchscreen was functioning. Therefore, this complaint no longer meets reportability requirements.